Event description:
The customer alleged while the patient was being placed onto the bed it rolled which resulted in the patient falling to the floor. The customer claims the brakes were set. There were no injuries reported.